Event description:
It was reported that the left ventricular (lv) lead had high thresholds and high pacing causing the patient to feel a ¿thumping¿ in the chest. The lead remains in the patient but turned off, no bi-ventricular pacing. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d224trk ICD, implanted: (B)(6) 2012. (B)(4).